Manufacturer narrative:
Additional/updated information was added to reflect the base frame and seat post being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the frame cracked where the seat post receiver tube attaches to the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the base frame exhibited cracking damage around where the seat post receiver tube was connected to the front wall of the frame. Additionally, the weld that connects the top of the seat post receiver tube to the horizontal front crossbar also exhibited cracking and wear damage but was still intact.

Event description:
Base frame broke at the weld where the seat post attaches.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Base frame broke at the weld where the seat post attaches.